Event description:
Information was received based on a journal article of a retrospective review on the unicompartmental knee arthroplasty of the author's first one-hundred (100) patients who received the repicci ii knee from july 1999 through september 2000. Seven (7) patients underwent a bilateral procedure resulting in one hundred fourteen (114) unicompartmental knee arthroplasties. The article reported the following events and/or revision procedures occurred: there were eight (8) perioperative complications: one superficial wound infection; (1) one hemarthrosis; (2) two deep venous thrombosis; (3) three pes anserinus pain; (1) one excessive pain. There were twenty-one (21) revisions to a total knee and (1) additional revision: (5) five revisions due to progression of disease to lateral compartment; (10) ten revisions due to progression of disease to lateral and patellofemoral compartments; (4) four revisions due to subsidence of tibial trays attributable to stress fractures; (1) one revision due to malalignment; (2) two revisions due to aseptic loosening, one (1) was a tray exchange.

Manufacturer narrative:
The information being reported was found in a journal article titled "the repicci ii unicondylar knee arthroplasty". Clin orthop relat res (2010) vol.468 number 11, november 2010 :3094-3102 current information is insufficient to permit a conclusion as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.